Manufacturer narrative:
The reported complaint of a leak could be confirmed from the provided photo, however, without the return of the sample, an investigation could not be performed and a probable cause could not be determined.

Event description:
The event occurred on an unknown date involving a clave¿ neutral connector where tt was reported that clave cap was leaking when flushed, looks like the blue top leaks between the top and bottom clear housing. The blue top is also collecting fluid when it should be going straight through the center and not filling at all. There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.